Event description:
It was reported that a polaris driver broke while removing previously-implanted screws during a procedure to address adjacent level disease progression. There was a delay of 10 minutes, but no patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed that the tip of screwdriver was completely fractured off of the device. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the parts were likely conforming when they left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a polaris driver broke while removing previously-implanted screws during a procedure to address adjacent level disease progression. There was a delay of 10 minutes, but no patient impacts.